Event description:
Additional information was received. It was reported that the pump has never done any good and was noted that there was a recall dated (B)(6) 2014. No additional information was provided

Event description:
Information was received from a consumer via a manufacture representative with an implantable drug infusion pump indicated for spinal pain. The pump contained dilaudid (dose .699, concentration 20 mg), bupivacaine (dose 4 mg, concentration 4 mg), and clonidine (dose 150 mcg, concentration 375 mcg). It was reported the pump was not helping with pain, and the patient believed the pump was not working. There were no reported environmental/external/patient factors that might have led or contributed to the issue. The pump was interrogated and checked last refill records to match volumes. Reservoir volumes were accurate. The patient reported having his pump flushed at a prior visit and that only temporarily helped. There were no interventions taken. The issue was not resolved at the time of the report. The representative would obtain further information from the health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.